Event description:
It was reported that the implantable pulse generator (ipg) exhibited atrial far-field oversensing of paced and sensed r waves. No action was taken as atrial far-field oversensing does not affect pacemaker function/timing. The ipg remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4). (B)(6).